Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-21 that has a similar product distributed in the us, list number 8k25-27/29.

Event description:
The customer reported falsely depressed architect intact pth results for 7 samples. The initial and repeat results of the current samples do match the patients' clinical interpretation. The following data was provided (units of measure = pg/ml): sid (B)(6) initial result = <1.2, previous results with different architect = (B)(6) 2019: 597.5, (B)(6) 2019: 377.23. Sid (B)(6): initial result = 11.83, repeat another lab = 0.5, previous results with different architect = (B)(6): 555.65, (B)(6): 351.7. Sid (B)(6): initial result = 11.62,repeat another lab = 14.5, previous result with different architect = (B)(6): 858.33, (B)(6): 232.4. Sid (B)(6): initial result = 18.97, repeat another lab = 16.2, previous result with different architect = (B)(6): 342.72, (B)(6): 155.34. Sid (B)(6): initial result = 10.71, , repeat another lab = 13.7, previous result with different architect = (B)(6): 673.33, (B)(6): 50.15. Sid (B)(6): initial result = 40.39, , repeat another lab = 47, previous result with different architect = (B)(6): 557.69, (B)(6): 453.8. Sid (B)(6): initial result = 0.77, , repeat another lab = 1.1, previous result with different architect = (B)(6): 391.6, (B)(6): 209.61. No impact to patient management was reported.

Manufacturer narrative:
Correction. Section b, 5. Describe event or problem: new information added to include additional ticket numbers that were opened with same data and customer information. Data corrected for "repeat another lab" data for sid numbers 29403914 from 0.5 to 14.5, 29406540 from 14.5 to 16.2, and 29396901 from 16.2 to 28.01.

Event description:
The customer reported falsely depressed architect intact pth results for 7 samples. The initial and repeat results of the current samples do match the patients' clinical interpretation. The following data was provided (units of measure = pg/ml, several tickets are cross referenced with this ticket ; the ticket numbers are with the corresponding sid numbers): ticket number (B)(6) : sid 29417281 initial result = <1.2 (serial (B)(6) ), repeat another lab = 0.5 (serial (B)(6) ), previous results with different architect = apr 597.5, jan 2019 377.23. Ticket number (B)(6) : sid (B)(6) initial result = 40.39 (serial (B)(6) ), repeat another lab = 47.0 (serial (B)(6) ), previous result with different architect = apr 557.69, jan 453.8. Ticket number (B)(6) sid (B)(6) initial result = 11.83 (serial (B)(6) ), repeat another lab = 14.5 (serial (B)(6) ), previous results with different architect = apr 555.65, jan 351.7 sid (B)(6) initial result = 11.62, (serial (B)(6) ), repeat another lab = 16.2 (serial (B)(6) ), previous result with different architect = apr 858.33, jan 323.4. Ticket number (B)(4). Sid (B)(6) initial result = 18.97 (serial (B)(6) ), repeat another lab = 28.01 (serial (B)(6) ), previous result with different architect = apr 342.72, jan 155.34. Sid (B)(6) initial result = 10.71 (serial (B)(6) ), repeat another lab = 13.7 (serial (B)(6) ), previous result with different architect = apr 673.33, jan 50.15. Sid (B)(6) initial result = 0.77 (serial (B)(6) ), repeat another lab = 1.1 (serial (B)(6) ), previous result with different architect = apr 391.6, jan 209.61. No impact to patient managment was reported.

Manufacturer narrative:
A review of ticket trending and lot search did not identify an increase in complaint activity related to falsely depressed results. Return testing was not completed as returns were not available. A review of the device history record was performed on reagent lot 04519b000 and no issues were identified. Historical performance of reagent lot 04519b000 was evaluated using world wide data from abbottlink. The patient median result for the lot was within the established limits. Therefore, no unusual reagent lot performance was identified for lot 04519b000. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect intact pth assay was identified.